Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed creatinine kinase (cki) result. Hsc reviewed instrument data logs and the information provided and concluded that no product non-conformance was observed with the instrument or assay. The customer recovered quality control results within the acceptance ranges. The customer stated that this was an isolated incident. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed creatine kinase (cki) result was reported for a patient sample on a dimension vista 1500 system. The result was reported to the physician. The same sample was processed the same day on an alternate dimension vista system and a higher, correct result was obtained. A corrected report was issued. The same sample was reprocessed the same day on the original dimension vista system with a dilution and the higher result was confirmed. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cki result.